Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were discovered during product testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured may 04, 2018 - may 05, 2018. Two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak for both samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. The third sample was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.